Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation inside a biohazard bag with yellow pads, in companion with a rubber septum. A visual inspection was done and observed that the septum of the t- connector was collapsed. Due to the nature of the returned sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "rubber piece" came out of an interlink system t-connector extension set when unspecified medication was injected. This was noted during product use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.